Manufacturer narrative:
It was not possible to match this event with any previously reported event. Concomitant: product ID neu_unknown_cath, product type catheter. (B)(4)

Event description:
Additional information was received. It was reported that the patient¿s symptoms were related to the intrathecal ziconotide; there had not been a problem with the device or therapy. In addition, the adverse events associated with the intrathecal drug therapy had resolved.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), product type: catheter.

Event description:
Walker, m.j. Management of complex regional pain syndrome with intrathecal ziconotide: 2 case studies. American academy of pain management. 2014. Summary: complex regional pain syndrome (crps) is characterized by intense regional extremity pain involving arms or legs, sudomotor dysfunction, allodynia, trophic changes of the skin, and edema. The incidence of crps-I is between 16,000 to 50,000 new cases annually with approximately 10 to 20 percent of cases refractory to treatment. At least 90% of patients presenting with crps require some kind of intervention such as sympathetic blocks, physical therapy, and other pharmacological treatments (systemic anticonvulsants, antidepressants, opioids, systemic steroids, nmda receptor antagonist and bisphosphonates) have been used with some success. More invasive treatments include sympathectomies, spinal cord stimulation, and intrathecal therapy. Reported event: a (B)(6) white male who presented to the clinic in 2005 with signs and symptoms of crps type 1 in the bilateral lower extremities, including temperature and color changes, edema, allodynia, trophic changes, and severe pain. Crps was diagnosed in 2003 after falling on a wet puddle in grocery store, fracturing his ankle on a store shelf. He had failed traditional therapies, including opiates, aeds, nsaids, ketamine infusions, bisphosphates, and a spinal cord stimulator. An intrathecal pump was implanted in (B)(6) of 2006. Treatment was initiated at 0.5mcg/day. The dose was titrated slowly over 3 months. By the 4th month his dose was 3.76mcg/day. He reported some fatigue and blurred vision with the ziconotide, but no troublesome adverse events during the titration period. By october, his symptoms had not abated. It was determined to add clonidine to the ziconotide. Clonidine is very stable with ziconotide, does not shorten the time of efficacy, and demonstrated possible synergy in animal studies. In 2007, it was reported that there was some reduction in pain and increased movement in previously dystonic muscles. The ziconotide dose was 9.78mcg/day with 117.4mcg of clonidine. Hydromorphone added at 0.133mcg/day in september 2007, however, was discontinued within two weeks secondary to urinary retention and worsening of pain. In (B)(6) 2007, the dose was titrated to 11.7mcg ziconotide and 141mcg clonidine per day. The patient reported dizziness, word finding difficulty, unsteadiness, agitation, anxiety, and olfactory hallucinations. The dose was reduced to 8.5mcg ziconotide and 92mcg clonidine per day. The anxiety, olfactory hallucinations, and agitation resolved with dose reduction. In (B)(6) 2007, the patient returned to the clinic, after dose reduction, demonstrating he was able to ambulate short distances without crutches. Through 2008, he continued to improve. He continued to walk short distances and reported lower vas (visual analog scale) scores. He continued to slowly improve; in 2010, he was able to walk without the assistance of a cane or crutch. He was not on any oral medications for his disease. He claimed 0/10 pain. Intrathecal therapy remained stable with 5.83mcg ziconotide and 63mcg clonidine per day. His intrathecal pump was refilled every 2-3 months with 25mcg/ml ziconotide and 270mcg/ml clonidine.